Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump unable to detect 3 ml syringe was not determined. The reported issue that there was an pump unable to detect 3 ml syringe could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the 3 ml normal saline flushes are not recognized by alaris syringe pump correctly. Instead of detecting 3 ml syringe, the pump only detects it as a 10 ml syringe. There was patient involvement and no information on patient injury.